Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen at a concentration of 2000 mcg/ml at about 915 mcg/day. In the pump log, concentration of baclofen was 2250.0 mcg/ml and dosage was 918.8 mcg/day. The indication for use was intractable spasticity and cerebral palsy. It was reported that the patient presented to the hospital in (B)(6) 2018 with severe redness around the pump site and sepsis. The patient experienced apparent infection and an I<(>&<)>d (incision and drainage) was scheduled later on (B)(6) 2018. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved and patient status was alive with no injury at the time of the report. It was later reported on (B)(6) 2018 that patient was took to surgery. It was discovered that there was no pus or signs of infection inside the pocket. There were a few small clots of blood and a small amount of fluid. Wound was thoroughly cleaned and closed and a dressing was placed. No further complication was reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from another hcp via the representative reported after the pump change and subsequent surgery to revise the replacement implant due to pocket weakness, the hcp revised the pocket, placed the pump under the rectus muscle, and placed a tyrx envelope on top of the pump and closed. The patient had skin breakdown requiring a skin flap to close. The patient was examined by the physician and was found negative for infection. The issue was resolved at the time of the report. At the time of the report, the hcp was considering a skin graft over the weak area of the previous incision. It was further reported the pump contained gablofen. The patient¿s weight was reported to be (B)(6). The event was reported to have occurred on (B)(6) 2018.